Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of five complaints reported for this issue. This is one of five complaints for the finished goods lot for this issue. The order was built and released per specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The customer received a trayless version of the device. The trayed versions of the device are placed inside of a plastic tray - the trayless version does not contain this plastic tray and the consumable is now placed in a plastic bag. While the trayless device configuration may have been a contributing factor to the customer's reported complaint, a root cause for the reported damage could not be identified. This is due to the fact that other factors such as the custom pak's configuration, add-after placement, or shipping damage could have also influenced the tubing to be kinked. The root cause of the customer's complaint is not known. (B)(4).

Event description:
A customer reported that a blockage in the tubing occurred during surgery. The tubing was exchanged. The pt required further complex surgery as a result. Additional information has been requested.